Manufacturer narrative:
The lead associated with this event was not returned for a post market laboratory analysis. In the absence of a returned product, boston scientific is unable to confirm the reported clinical observations. Should the lead be returned at a later date, the event will be reopened and updated.

Event description:
Boston scientific received information that this device and right ventricular lead were explanted due to loss of capture. During the revision, the physician encountered a setscrew anomaly which he indicated might have been a contributor to the loss of capture. No adverse patient effects were observed and another boston scientific system was successfully implanted.